Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: promus element plus, mr, ous 4.00x16mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 4.00x16mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, the distal end of the stent was deformed. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 4.00x16mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, the distal end of the stent was deformed. The procedure was completed with another of same device. There were no patient complications reported.